Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recurring (B)(6). The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.